Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). A surgical procedure was performed in which the aus device was replaced with a new aus system. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was replaced due to the patient needed a different size. There were no performance issues with the explanted device. There were no further patient adverse effects.